Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a backup battery fault alarm that was able to clear with self-test. The patient experienced a second backup battery fault alarm on (B)(6) 2020 that was again able to clear with a self-test. The patient presented for evaluation on (B)(6) 2020 and the backup battery was replaced. Log files were sent to the manufacturer for analysis and captured the backup battery fault on (B)(6) 2020, however the log did not go back far enough to capture the reported backup battery fault on (B)(6) 2020. The alarms reportedly resolved after the backup battery was replaced, however, on (B)(6) 2020 it was noted that the patient experienced several backup battery fault alarms on the new backup battery. All of the alarms were able to be cleared with a self-test. There was concern that there was an issue with the continuity of the ribbon in the controller, faulty seating of the connection, or an issue with the battery existence or charge. The controller returned to abbott indicating that it was exchanged.

Manufacturer narrative:
Section a5a, a5b: correction. Section h3: additional information. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the log file. The log file was successfully retrieved form the returned system controller and contained events recorded from (B)(6) 2020 to (B)(6) 2020. The information recorded on (B)(6) 2020 revealed an intermittent backup battery fault alarm associated with a backup battery load test fault. The alarm was intermittently recorded on (B)(6) 2020 when a brief backup battery not installed alarm was also recorded. The remaining of the log file did not reveal any new backup battery fault alarms. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. The returned system controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop and the backup battery fault alarm was not able to be reproduced. During testing, multiple load tests were performed and the controller passed each time without issue. A specific root cause of the backup battery load test failure recorded in the log file was unable to be conclusively determined during this investigation. The backup battery fault alarm observed in the log file did not affect the controller's ability to support the pump at the set speed. Abbott is continuing to monitor this issue. Heartmate 3 patient handbook document under section 5 ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.